Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information identified the patient's scs ipg was replaced with a different model. In addition, the patient reported she has not experienced the "zapping" sensation with the new ipg.

Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient complained she has been experiencing overstimulation ("zapping") every time she walks through a security scanner at various shopping centers. The patient stated this occurs with the stimulator turned off. The patient stated the "zapping" is painful. A sjm representative met with the patient and reprogrammed the patient's scs system, however the issue has persisted. Surgical intervention may be taken to address the issue.